Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected no delivery alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received excessive no delivery alarms, even after set changes which resulted in customer's hospitalization. Customer was hospitalized on (B)(6) 2016 with blood glucose of 700 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Caller declined troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.